Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4 (UDI). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to inform correction to d4 of the initial medwatch. The device model is being corrected from cv190 to clv-190. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Manufacturer narrative:
To date, this device has not been returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii video system center had no image when used with the evis exera ii ultrasound gastrovideoscope. The issue was found during an intra-procedure. The patient was not impacted by the failure. The patient was sedated and stable. The procedure being performed was an endoscopy with ultrasound. Only the endoscopy portion of the exam was performed. The ultrasound was cancelled and incomplete due to the no image on the device. The patient was under anesthesia when the issue occurred and caused a delay while the team attempted to troubleshoot the issue with the equipment. The patient was under anesthesia for 52 minutes. The patient's anesthesia was extended by about 20-30 minutes. The ultrasound portion of the exam could not be completed. The patient was rescheduled for two days after to repeat the exam. There was no medical intervention required. There were no other devices connected when the issue occurred. The patient did not have any pre-existing medical conditions. There was no report of patient harm or user injury associated with this event. "Related patient identifier: (B)(6).